Manufacturer narrative:
The customer reported that the device had no display. The hospital biomed evaluated the device, and localized the issue to a failed control pca. The customer ordered a replacement control pca, which resolved the issue.

Event description:
The customer reported that the device had no display.